Event description:
The customer reported a leak from reagent probe b and observed liquid on top of a reagent cartridge from the unicel dxc 600i synchron access clinical system. The customer indicated that approximately 0.5 ml of fluid leaked on top of the reagent cartridge and 2 to 3 ml of fluid leaked every prime. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, glasses, and mask at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer repeated patient samples and found no discrepancies.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed that the primary failure mode was the reagent probe b collar wash valve. The fse proceeded to replace the valve to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to the collar wash valve. (B)(4).